Event description:
It was reported that as lvp 20d 2ss cv tubing ruptured and leaked. The following information was provided by the initial reporter: event 3: cardinal health- (B)(4). Event date: (B)(6) 2021. Material #: 2420-0007, batch/ lot #: 20105971. It was reported there was a slit in the tubing which resulted in leakage. Verbatim: tubing leaking fluids. Appears to be a slit in the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-19. Investigation summary: one sample was received for quality investigation. The customer complaint of leakage was verified by testing. The sample submitted was primed with normal saline and leakage was noted from a hole in the tubing, at the distal end of the infusion set, above the second smartsite. A device history record review for model 2420-0007 lot number 20105971 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the hole found in tubing could not be fully determined. The probable cause of the holes in the tubing is an issue with the manufacturing and assembly process that may have created a hole in the tubing.

Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20105971 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv tubing ruptured and leaked. The following information was provided by the initial reporter: event 3: cardinal health- case: (B)(4). Event date: (B)(6) 2021. Material #: 2420-0007. Batch/ lot #: 20105971. It was reported there was a slit in the tubing which resulted in leakage. Verbatim: tubing leaking fluids. Appears to be a slit in the tubing